Event description:
It was reported that the device was used during a laparoscopic cystectomy. It was reported that there was a solid tone on the hp052 when used with a hdh05. The case was completed with another hp052. There was no patient consequence.